Manufacturer narrative:
The device was evaluated by siemens. The pressure was observed to be unstable and the pc 1608 was replaced. The device functioned within specifications and was returned to the customer. Further analysis of the pc 1608 could not reproduce the rpt'd problem. No conclusion can be drawn from the results of this investigation.

Event description:
The ventilator was connected to a pt, the customer reports that the ventilator failed to cycle. There was no pt injury.